Event description:
As reported by the affiliate, during placement of the smart flex stent, after 1.5 cm deployment, further deployment was reported as ¿impossible.¿ the system stopped .the whole system was pulled back by the physician. Due to other complications that occurred with this patient, they did a fem-fem crossover the next day, and the radiologist saw during a x-ray that the same stent was fully deployed, but is laying as a bridge over the bifurcation and landed in both the right and left common iliac arteries. The doctor had thought that he had pulled out the whole system with the stent , but that was not the case, as the stent was parked on the bifurcation. So far, there have been no problems due to this issue with the patient. During the procedure, they did ¿not¿ use a crossover sheath and a lunderquist .035 wire.

Manufacturer narrative:
Complaint conclusion: during placement of a 5 x 200mm smart flex stent, the physician was unable to fully deploy the stent. The stent delivery system (sds) was removed. The next day, an x-ray revealed that the stent had apparently fully deployed in the iliac bifurcation and was lying across both common iliac arteries. No further intervention was undertaken at this point and there was no reported patient injury. During a percutaneous transluminal angioplasty (pta) and planned stent placement, the site reported that the physician was deploying a 5 x 200mm smart flex stent but was only able to deploy the first 1.5cm of it. The deployed part of the stent was reported to be fully apposed to the vessel wall but attempts to deploy the rest of the stent were unsuccessful. Attempts to re-sheath the stent were unsuccessful since the outer sheath was ¿stuck¿ and no movement was possible. Of note, a sheath to cross-over the aortic bifurcation was not used during the procedure. The sds was removed and the procedure completed (pta only) with no reported patient injury. The physician cannot remember whether the deployment sheath was locked when he removed the sds. The patient had been previously scheduled for a femoral-femoral bypass to treat a pre-existing infection and underwent an x-ray the day after the pta. This infection was reported to be unrelated to the smart flex stent system. This x-ray revealed that the stent was actually fully deployed in the iliac bifurcation and was lying across both common iliac arteries. It is believed that the stent had been inadvertently dislodged during the withdrawal of the sds. The patient was stable and no further intervention to remove the stent was attempted. The patient¿s planned femoral-femoral bypass was performed later that day. There was no reported patient injury as a result of the stent dislodgement at the time of this report. The product was not returned for analysis. A device history record (DHR) review was performed and revealed that this lot of products met all requirements per the applicable manufacturing quality plan. According to the instructions for use (IFU), if resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. The IFU further cautions that the stent is not designed for repositioning or recapturing. The IFU recommends the use of a sheath to cross-over the aortic bifurcation. Based on the information available for review, there are procedural factors (contralateral approach without cross-over sheath) may have contributed to the reported stent dislodgement without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the DHR review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). Please note that the gender of the patient is currently unknown. Concomitant medical products: during the procedure, they did ¿not¿ use a crossover sheath and a lunderquist .035 wire. (B)(4). Please note that the first name of the initial reporter is unknown. The initial reporter is dr. (B)(6).

Manufacturer narrative:
The product remains implanted in the patient. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt. Please note that the lot # for the product has been obtained. Section d was updated accordingly. As the lot # has been received, a DHR is pending.

Manufacturer narrative:
Additional information: the lot number is not available. After the 1.5cm was deployed, the deployed portion of the stent was fully expanded and apposed to the vessel wall. It was reported that an attempt to re-sheath the deployed portion of the stent was not made as it was completely stuck, no movement possible. The stent was not able to be resheathed. The physician just pulled back the whole system. The physician can¿t remember if the deployment sheath was locked when removing the sds. It is believed that the stent dislodged and expanded at the iliac bifurcation during withdrawal. In order to complete the procedure, only a pta was done. The complication that the patient had that required the fem-fem crossover was an infection, but it was reported as not related to the smart flex stent. Nothing was done to remove the stent in the iliac bifurcation, stating they will ¿wait and see.¿ there was no patient injury. The patient was in stable condition with no complications so far. Complaint conclusion: during placement of a 5 x 200mm smart flex stent, the physician was unable to fully deploy the stent. The stent delivery system (sds) was removed. The next day, an x-ray revealed that the stent had apparently fully deployed in the iliac bifurcation and was lying across both common iliac arteries. No further intervention was undertaken at this point and there was no reported patient injury. During a percutaneous transluminal angioplasty (pta) and planned stent placement, the site reported that the physician was deploying a 5 x 200mm smart flex stent but was only able to deploy the first 1.5cm of it. The deployed part of the stent was reported to be fully apposed to the vessel wall but attempts to deploy the rest of the stent were unsuccessful. Attempts to re-sheath the stent were unsuccessful since the outer sheath was ¿stuck¿ and no movement was possible. Of note, a sheath to cross-over the aortic bifurcation was not used during the procedure. The sds was removed and the procedure completed (pta only) with no reported patient injury. The physician cannot remember whether the deployment sheath was locked when he removed the sds. The patient had been previously scheduled for a femoral-femoral bypass to treat a pre-existing infection and underwent an x-ray the day after the pta. This infection was reported to be unrelated to the smart flex stent system. This x-ray revealed that the stent was actually fully deployed in the iliac bifurcation and was lying across both common iliac arteries. It is believed that the stent had been inadvertently dislodged during the withdrawal of the sds. The patient was stable and no further intervention to remove the stent was attempted. The patient¿s planned femoral-femoral bypass was performed later that day. There was no reported patient injury as a result of the stent dislodgement at the time of this report. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. According to the instructions for use (IFU), if resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. The IFU further cautions that the stent is not designed for repositioning or recapturing. The IFU recommends the use of a sheath to cross-over the aortic bifurcation. Based on the available information for review, it is not possible to draw a conclusion about a clinical relationship between the device and the deployment difficulty event. There are procedural factors (contralateral approach without cross-over sheath) may have contributed to the reported stent dislodgement. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.